Event description:
After giving insulin injection to the patient, nurse went to remove pen needle. She experienced a needle stick to her index finger at the non-patient needle end.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No trends were noted. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.